Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06425, 0001825034 - 2017 - 06426, 0001825034 - 2017 - 06427, 0001825034 - 2017 - 06428. Concomitant products ¿ unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown, unknown cup p/n unknown l/n; unknown liner p/n unknown l/n unknown. The device has not been returned for evaluation at the time of this reporting. It has not been reported the patient has been revised and the device is presumed yet implanted. Legal documents summary notes 6 pseudotumors, 2 alval, and 4 with some symptoms that are unaccounted for within the 58 patient description. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Still implanted.

Event description:
It was reported the patient is experiencing pain and dermatitis follow a total hip arthroplasty. No further information has been reported at this time.